Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with an infusion set, changed the infusion set twice without identifying an issue with supplies, and received troubleshooting and education to monitor glucose and follow up. Symptoms included hyperglycemia peaking at 355 mg/dl accompanied by anxiety. Outcomes included recovery without medical intervention. Investigation included customer follow-up and attempts to obtain device lot information. Investigation of this case revealed an unclear cause with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.